Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 13-may-2024. A review of the device history records confirmed the cartridge lots met finished goods release criteria. Lot m23212 could not be tested as the lot expired on 14-jan-2024, prior to the communication of the issue by the customer on 12-mar-2024. Retained cartridge testing of lot f23299 met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. An (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for total ss-hcg cartridge lots m23212 and f23299.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event.

Event description:
On 12-mar-2024, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded positive results on a female patient. There was no patient information at the time of this report. Method date tested result sample I-stat 26-feb-2024 10:14 37.9 iu/l a main lab 26-feb-2024 ni 6 b (serum) I-stat ni ni 30.4 iu/l b (serum) lab ria ni ni 7 b there are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway. I-stat positive cut-off values: b-hcg < 5.0 iu/l negative 5.0 < ss-hcg < 25.0 iu/l indeterminate b-hcg >25.0 iu/l positive intended use: the I-stat® total beta-human chorionic gonadotropin (b-hcg) test is an in vitro diagnostic test for the quantitative and qualitative determination of b-hcg in venous whole blood or plasma samples using the I-stat 1 analyzer systems. The test is intended to be used as an aid in the early detection of pregnancy and is for prescription use only.